Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated multigent enzymatic creatinine results generated on the architect c4000 processing module for one sample. The following data was provided (customer¿s reference range is 0.73 to 1.18 mg/dl): initial result = 2.78 mg/dl. The patient was told to go to the ER based on the initial result. The patient was redrawn in the ER and generated an initial result of 0.98 mg/dl. The initial sample was then repeated and generated a result of 1.02 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed preventative maintenance procedures including replacement of the sample probe, reagent probes and the cuvette dry tip. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) was identified. This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.